Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion breaching the ring electrode cable lumen at 3.4cm to 3.7cm from the distal end of the lead. (B)(4).